Event description:
The core micro drill was sent in for eval because it was leaking during a procedure. The fluid did not come in contact with the pt. The procedure was completed with a readily available replacement device; without any clinically significant procedure delay. No adverse event was reported.

Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is complete.